Event description:
Aspen surgical received a report from the end user indicating that a surgical needle broke during an achilles procedure. All pieces were recovered. No injury or death was reported. This is entered in our complaint system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the end user indicating that a surgical needle broke while in use. The actual device is in process of being returned for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified in the future, the additional relevant information will be submitted in a supplemental report.